Manufacturer narrative:
E.1 initial reporter facility- (B)(6) hospital (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height enhanced drawer had two pockets off the bus. A field service engineer confirmed that if any delay occurred, it was limited to approximately five minutes while staff walked to the next available medication station. The enhanced half height drawer aux 6-1 was found to have two pockets disengaged from the bus. All six row board connectors, both retractor band connectors, and all pockets on drawers 6-1 and 6-2 were reseated. All pockets were released, debris was removed, and the drawer lids were tested to confirm proper operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 6.1 failed to open and was showing device not detected on bus. The customer stated that they tried to reboot and recover but the issue was not resolved.however, there were no adverse events or injuries reported based on this incident.